Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic radical gastric cancer surgery, the electrocoagulation hook was fired, exploded and the wire was blown off when used for hemostasis. The device was stopped and replaced with other high-frequency dissector for surgery. The explosion of the wire was in the grip of surgeon's right hand that caused the physician to be frightened.